Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, warnings in package insert, excessive activity, trauma and weight gain may contribute to premature failure of the implant by loosening, fracture, and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone making successful revision surgery more difficult. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Following review, no new risks were identified. Literature: goodfellow, john w & o¿connor, john (1986) clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis. Clinical orthopaedics and related research. Number 205; 21-41. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint cmp-(B)(4).

Event description:
Information was received based on review of a journal article entitled, "clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis". Review of the article identified an unknown patient that underwent a revision due to loose femoral component. The component was recemented. There has been no further information provided and the patient's outcome is unknown.